Event description:
It was reported that during a laparoscopic colon procedure the instrument did not fire. The case was completed with a like device with no patient consequence. No further information is available.